Manufacturer narrative:
The unit was received with its currents within specification; however, the vibrator was rattling due to the vibrator adhesive not adhering to case. The unit passed the rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test and displacement test. The following physical damage was noted: minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that the vibration option on their insulin pump was non-functional; the vibration was louder than usual and the insulin pump was making noise during the vibration. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The insulin pump battery was not low. The customer reported that it sounded as if something within the insulin pump was loose. A self test was successfully completed. However, a displacement test could not occur. The insulin pump was returned and replaced.